Event description:
Olympus was informed that in the beginning of a hernia repair, the user activated the seal/cut button without any tissue in between the jaw and the probe. The teflon pad melted. The procedure was completed with a different but similar device. There was no pt injury reported.

Manufacturer narrative:
Olympus rec'd the thunderbeat hand instrument for evaluation. The evaluation did confirm the user's experience. The teflon pad was detached at the proximal end melted in the center. Abrasion marks were found on the probe and in a similar site on the electrode of the grasping section. The damage indicated that the probe and electrode of the grasping section were in direct contact (jaw closed) while the output was activated. The damage sustained to the teflon pad on one side can occur when excessive force and/or twisting is applied during output activation while grasping tissue.